Manufacturer narrative:
(B)(4). The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device started to run then stopped, the internal components were corroded, triggers' components were corroded, the motor shaft was corroded and the gear shaft and the bearing were corroded. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to improper cleaning. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a veterinary orthopedic surgical procedure on a canine, it was observed that the small battery drive device did not turn. According to the reporter, the device would run but would not turn as if the inside of the device was locked up. There was less than five minute delay to the surgical procedure while the spare device was retrieved. The surgery was completed successfully. There was no patient involvement as this was a veterinary procedure. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.